Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examination, it was discovered that the atrial and right ventricular leads exhibited impedance drops, elevated capture thresholds, and intermittent noise. On (B)(6) 2020, both leads were explanted and replaced successfully. The patient remained in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-11809.